Event description:
It was reported by the customer that, "is there potential to switch the programming screen and place dose at the top of the screen as opposed to the rate? Clinicians are instructed to enter the dose/allow device to calculate the rate. If clinician inadvertently enters the dose as the rate, this contributes to medication safety errors. It does not seem intuitive to have the rate entry option listed first and is not the case with previous infusion device utilized at the facility". There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.